Event description:
It was reported that during implant, the left ventricular (lv) lead was inserted over the guidewire, it could not reach the target position. While attempting to remove and flush the lead with saline, the insulation was damaged. The lv lead was not used, and a different lv lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression, the outer insulation of the lead became extrinsically distorted due to kinking/buckling.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.